Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "tight fitting cannula" (fitting problem). A customer reported that the cannula had an area where the diameter was slightly bigger and did not fit with the trocar 23 ga. When the customer took the backflush "cannula" to insert it into the trocar he felt some resistance. After several attempts, he realised that the cannula entered just for 1 cm in the trocar. The customer observed the product under the microscope and detected that at about 1.5 cm from the needle tip, the diameter increased so that it was not possible to insert the backflush into the trocar. No pt impact was reported. Additional f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).